Event description:
The consumer reported that his humidifier burst into flames after being on for about 15 minutes which resulted in smoke damage. No injury was reported with this incident.

Manufacturer narrative:
On (B)(4) 2012, sunbeam pulled 28 humidifiers, model swm2411, from our inventory and tested each for a duration of 30 minutes. No failures were observed. All were date coded (B)(4).